Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The cine drive was reformatted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the cine drive was unavailable upon boot up. There is no report of death or serious injury associated with the complaint.